Manufacturer narrative:
As the serial number for the device was provided, a review of the device history record is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 07/2023).

Event description:
It was reported that during a biopsy procedure, the device allegedly self activated. There was no reported patient injury.

Event description:
It was reported that during a biopsy procedure, the device allegedly self activated. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a device history record review and manufacturing review were not required as the event was determined to be expected and the investigation did not identify any manufacturing and/or service-related issues. Investigation summary: the magnum driver was received for evaluation. The magnum driver was visually inspected upon receipt and and it was found the cover has a dent in one corner and does not close fully. Also found outdated sequencer weldment assembly tab, sleds and cocking slide are worn and discolored. The device for functionally tested and failed the tests as gun was double cocking. No other anomalies were identified. Therefore, the investigation is inconclusive for the reported device is self activating. The investigation is confirmed for the identified double cocking issue. The investigation is determined to be confirmed for identified door does not close fully. The root cause for the reported device is self activating issue cannot be determined as the device cannot be tested for self activation issue. The root cause for the identified double cocking issue was determined to be sleds and cocking slide are worn identified during evaluation. During the service and repair, it was also determined that the outdated sequencer weldment assembly tab likely to contributing to identified double cocking issue. The root cause for the identified door does not close fully was determined to be cover has bent identified during evaluation. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 07/2023), g3, h6 (device) . H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.